Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
One disassembled unit was returned to stryker puerto rico for evaluation. Reservoir was disconnected from the top housing. Blood bag and evacuator tubing were removed from the reservoir. Batteries and label were damages during the blood removal and cleaning processes. New batteries and all components were assembled again. Unit was turned on at all 3 levels properly. It was connected to bag with water and reservoir was filled up to 800 ml. Water was transferred to the blood bag. No leakage was observed during the water collection or transfer processes. Therefore, the claimed did not work condition was not confirmed.

Event description:
It was reported that during blood collection in the intensive care unit, blood leaked from the reservoir of the cbcii blood conservation kit w/3/16 inch round pvc wound drain. Over 400ml of blood had collected that was discarded due to the event. The patient did not need a blood transfusion. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that during blood collection in the intensive care unit, blood leaked from the reservoir of the cbcii blood conservation kit w/3/16 inch round pvc wound drain. Over 400ml of blood had collected that was discarded due to the event. The patient did not need a blood transfusion. There was no medical treatment or intervention required as a result of the event and no adverse consequences.